Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Although not listed on the complaint, according to the medical records soft tissue repair matrix was also implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with xenform mesh, due to sui, rectocele, cystocele repair. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, a cystocele, a rectocele, and stress urinary incontinence. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy, left salpingo-oophorectomy, anterior/posterior repair, and sacrospinous ligament fixation during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent basket stone manipulation, left retrograde pyelogram, left ureteral stent placement on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center lee¿s summit, mo due to left ureteral calculus.